Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: cs 078-0008 verified in black box and history. Battery compartment cracked from case seal to grip. Received cs 078-0008 during investigation. Opened pump and removed from case. Corrosion on motor flex cable connector.

Event description:
The reporter contacted animas on (B)(4) 2014 reporting a call service alarm issue. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.